Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling caused the malfunction to occur. However, a definitive root cause could not be determined. The instruction manual operation manual ¿bf type 260 series, "chapter 3 preparation and inspection" "3.2 inspection of the endoscope¿ describes the methods for inspection on the suggested event". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited that the insertion section had a bent tube malfunction. There were no reports of patient involvement.